Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026, with hyperglycemia. The patient's blood glucose levels reached 370mg/dl while wearing the pod for an unknown length of time. The patient reported the pod leaking insulin and stated, "I didn't get the click noise like it used to click to go inside my skin." They did not know the status of the pink slide and did not report if the cannula was visible upon removal of the pod. Symptoms reported include feeling lightheaded, dehydration, and frequent urination. The patient was diagnosed with pneumonia and severe respiratory infection. The patient was treated with antibiotics and "a breathing machine." It was not reported if there was treatment given in the hospital for hyperglycemia. The patient stated they have a history of only having one lung and although they went to the emergency room initially due to hyperglycemia, the main reason for the hospitalization was because of pneumonia. The patient was discharged on (B)(6) 2026.